Event description:
Reportable based on analysis completed on 22 february 2010. It was reported that during a coronary drug eluting stenting treatment procedure, there were difficulties crossing the lesion. The 80% stenosed lesion was located in the mid left anterior descending artery. The physician crossed a non bsc guidewire and then used a non bsc stent. After that he used the 3.0x38mm taxus liberte stent; however, it was unable to cross the lesion. The physician then used a 3.0x38mm taxus stent. The patient status is listed as stable with no complications reported. However, device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified that the device was returned in two sections to the complaint investigation site for analysis as a result of a break that occurred in the hypotube approximately 65cm from the catheter strain relief. Kinks were identified throughout the entire length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).